Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to have several occurrences of "downstream occlusion alarm." The customer reported issue could not be duplicate through no disposable alarm (nda) testing though. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an intermittent occlusion alarm even when trying multiple different sets. There was unknown patient involvement.